Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's blower assembly and bellows seal, blower chassis tubing, fio2 tubing, low flow oxygen tubing and machine flow sensor need replaced to address the issue.